Event description:
It was reported that an episode of vt treated with atp was then accelerated into the vf zone and the patient then received inappropriate defibrillation therapy. The device was reprogrammed. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).